Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd q-syte¿ extension set had leakage at the luer connection. The following information was provided by the initial reporter: "leakage blood between catheter and hub, normal after change a new connector."

Event description:
It was reported bd q-syte¿ extension set had leakage at the luer connection. The following information was provided by the initial reporter: "leakage blood between catheter and hub, normal after change a new connector".

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval: yes . D.9. Returned to manufacturer on: 22-jul-2022. H.6. Investigation summary: our quality engineer inspected the 1 sample submitted for evaluation. The reported issue of leakage was not confirmed upon inspection and testing of the sample. The sample underwent our internal leakage testing, and the sample did not show any signs of leakage. No damages were observed on the sample as well. The device history records (DHR) review was performed for the lot number material identified in this complaint. According to the documented records, the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. There were no nonconformance(s), CAPA¿s or abnormal conditions noted at the time of production. Bd cannot determine a cause of the failure since the failure was not confirmed. H3 other text : see h.10.

Event description:
It was reported bd q-syte¿ extension set had leakage at the luer connection. The following information was provided by the initial reporter: "leakage blood between catheter and hub, normal after change a new connector."

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the one photo submitted for evaluation. The reported issue of leakage was not confirmed upon inspection of the photo. The photo did not show any damages or abnormalities on the sample product. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. A device history record review showed no non-conformances associated with this issue during the production of this batch.